Event description:
It was reported that during manual cleaning of a colonoscope (olympus scope 6915), the double end channel brush broke within the scope and remained in the scope during high level disinfection. During a procedure, an instrument was passed down the channel of the scope and as a result the channel brush end came out into the patient's colon. The channel brush end was retrieved and removed by the physician. There was no patient injury or other adverse health consequence.